Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a blank display due to a cracked component, ic u6 on pcba2, on the electronic assembly. The pump was cut open and traces of moisture on pcba1 and motor noted during visual inspection. ¿ the following were noted during visual inspection: minor scratches on lcd window, minor scratched case, cracked retainer and cracked keypad overlay noted. In summary, the customer alleged a cracked keypad overlay confirmed. Blank display was found during analysis due to cracked ic u6 on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at display screen and keypad. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was requested and customer responded the device was returned.